Manufacturer narrative:
(B)(4). Boston scientific received additional information that this device was explanted and replaced. The device is not able to be returned from (B)(6) to the united states. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
The device remains implanted. This report will be updated when additional information is received.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) reported hearing beeping tones from the device. Upon interrogation, a code 1003 indicative of battery voltage too low for the projected remaining capacity was observed. A boston scientific technical services consultant was contacted and recommended device replacement due to the fault. No adverse patient effects were reported.